Event description:
Boston scientific received information that this product was part of a system revision due to infection. In addition, a pocket hematoma was drained. An echocardiogram revealed no vegetation at this time. The patient was hospitalized for the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.